Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the subject that the customer had a breakdown of insulin pump software. Customer was recommended immediate pump exchange. Customer exchanged therapy into insulin pens for the period of the pump exchange. The event did not cause a serious threat to the customer's life. Customer was pregnant during the onset of the event. Customer stated that the issue was resolved on (B)(6) 2015.